Event description:
(B)(6) study. It was reported a pericardial effusion occurred. On (B)(6) 2019 the patient had a left atrial appendage (laa) closure procedure performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) was successfully implanted in the laa of the patient with a complete laa seal and deployed device diameter of 31 mm. The patient did not have a pericardial effusion at baseline and post implant imaging. On (B)(6) 2019, the patient was discharged home. On (B)(6) 2019, 13 days post procedure, the patient experienced chest pain that lasted about an hour and a half. The patient got up and took a dose of aspirin and apixaban and rested and the pain was subsided. On (B)(6) 2019, the patient presented to the emergency room (ER) with complaints of chest discomfort while lying flat. The physical examination did not reveal any evidence of acute distress and the vital signs were stable. The electrocardiogram (ECG) and laboratory results did not reveal any evidence of a heart attack or acute changes. The echocardiography revealed no evidence of pericardial tamponade but a minimal predominantly posterior pericardial effusion. The patient was diagnosed with pericarditis with a small hemodynamically insignificant pericardial effusion. The patient was started on colchicine 0.6 mg therapy daily for 30 days. On (B)(6) 2019, the echocardiography revealed trace pericardial effusion. On (B)(6) 2019, the patient telephoned the clinic with complaints of stomach pain and nausea and reported that the chest pain worsened since starting of colchicine. The patient was advised to take omeprazole and to discontinue colchicine and restart if the chest pain re-occurs. On (B)(6) 2020, the patient reported feeling better, no longer requiring the colchicine. On (B)(6) 2020, the events were considered resolved. On (B)(6) 2020, the 3 months follow-up tee revealed no pericardial effusion.